Event description:
It was reported that at a follow-up appointment, elevated, out-of-range pacing and shock impedance measurements were observed from the right ventricular (rv) lead (greater than 3000 ohms and greater than 200 ohms, respectively). These measurements had increased suddenly in the second half of (B)(6) 2024. Additionally, decreased rv amplitude sensing measurements were also noted. Provocative maneuvers were performed, but they were unable to produce artifacts. The physician suspected a potential rv lead fracture, or a poor connection to the implantable cardioverter defibrillator (ICD), and thus, the patient was hospitalized. Diagnostic imaging is anticipated to assess the system integrity. Recently, the physician surgically explanted and replaced the rv lead to resolve the event. The ICD remains implanted and in-service. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being sent to provide new information in sections b1 (adverse event/product problem), b2 (outcomes attrib to adv event), b5 (event description), d6b (explant date), and h6 (impact codes).

Event description:
It was reported that at a follow-up appointment, elevated, out-of-range pacing and shock impedance measurements were observed from the right ventricular (rv) lead (greater than 3000 ohms and greater than 200 ohms, respectively). These measurements had increased suddenly in the second half of (B)(6) 2024. Additionally, decreased rv amplitude sensing measurements were also noted. Provocative maneuvers were performed, but they were unable to produce artifacts. The physician suspected a potential rv lead fracture, or a poor connection to the implantable cardioverter defibrillator (ICD), and thus, the patient was hospitalized. Diagnostic imaging is anticipated to assess the system integrity. At this time, the rv lead and ICD remain implanted and in-service. No additional adverse patient effects were reported.